Event description:
Same case as: 2134265-2014-06549, 2134265-2014-06404. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified lesion. It was noted that during preparation, intravascular ultrasound (ivus) image was present when pullback was started. The cross sectional image was okay and the lcd was normal, however the motor drive unit didn't (mdu) move on the sled. No error message was reported. No patient complications were reported.

Manufacturer narrative:
The complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).